Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that new user got no option to pull medications on a station. The technical support specialist tss verified that user had no roles assigned in the es server. The user was unable to view required options due to missing permissions. The site¿s pyxis administrator was advised to assign the appropriate roles and assist the user further. The system functioned as intended after the technical support specialist tss investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a new user had no option to pull medications on the station and could only see three options after logging in. The customer stated that they were unable to access the medication. There were no adverse events or injuries reported based on this event.